Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (unable to complete incoming functional testing) has been confirmed.  Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle connector was missing and was unable to connect to a belt. The root cause for the missing receptacle was physical abuse. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.